Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that when removing the cassette during treatment complete step 9 of their previous treatment they noticed that the cassette seemed damp, but they were unsure if there was any fluid in the cassette door of the cycler. The patient was unsure if the cassette had any holes in it. The supplies have already been discarded. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event, stating that they believed they had observed dampness on the cassette but were unsure, and that they did not observe any fluid or dampness in the cassette door of the cycler. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they were able to complete their treatment after re-setting up the cycler with new supplies. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that when removing the cassette during treatment complete step 9 of their previous treatment they noticed that the cassette seemed damp, but they were unsure if there was any fluid in the cassette door of the cycler. The patient was unsure if the cassette had any holes in it. The supplies have already been discarded. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event, stating that they believed they had observed dampness on the cassette but were unsure, and that they did not observe any fluid or dampness in the cassette door of the cycler. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they were able to complete their treatment after re-setting up the cycler with new supplies. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.